Event description:
It was reported that the revision was taking out a 28 mm pca liner and replacing it with a 32 mm pca liner. The surgeon said that the liner did not fit into the cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.